Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering the insulin. Customer¿s blood glucose level was 22 mmol/l. Customer¿s current blood glucose level was 21 mmol/l. The meter was not connected to insulin pump. Customer went through the troubleshooting and meter connected successfully. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.